Event description:
It was reported that this lead was explanted due to helix issues and also it was difficult to extract. A new lead was successfully implanted. No additional adverse patient effects were reported.